Event description:
It was reported to boston scientific that at the 4 minute mark of the ablation cycle, the machine alarmed with a fluid loss. The physician saw leaking at the cervix and aborted the procedure. The patient received a burn on the cervix and the physician described it as a small blister. The physician stated that prior to the fluid alarm the uterus was contracting heavily and felt the contractions caused the internal os to dilate further during the ablation cycle causing the leak. The patient's condition was reported as "ok."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-5656.

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. Pruduct disposed

Manufacturer narrative:
Should be: serious injury was: malfunction.